Event description:
It was reported that the 9800 system communication error during a case. Also the system was arcing. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was replaced and the high voltage cable re-greased during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.